Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that there was a failure of the touch screen, and it was difficult to do the settings. There were no health consequences for the patient reported.

Event description:
It was reported that there was a failure of the touch screen, and it was difficult to do the settings. There were no health consequences for the patient reported.

Manufacturer narrative:
The log file of the affected device was analysed regarding the reported event. Based on the log file analysis the reported event could be confirmed. The analysis of the log file revealed that device detected a temporary communication problem between the front-end processor and the display processor. Due to that, the touch screen interaction of the ventilation menu was blocked in the software. The pcb central control board was already replaced but the replacement could not solve the issue. Dräger concludes that the root cause for the reported behaviour is a sporadic software related malfunction. Reportedly, the device operated normally after switching it off and on again. The reported behaviour could not be reproduced at the manufacturer´s site. The root cause could not be determined. The affected device was returned to the dräger service center. The customer was provided with a loan device. In case of a failure of the touch screen the ventilation mode and ventilation parameters cannot be changed. An ongoing ventilation would not be affected by a failure of the touch screen and continues with the current parameters. Alarms and ventilation curves will be displayed by the device. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.